Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient had a severe headed and had to see the surgeon to re-adjust the valve pressure. Patient sent for scan to locate the valve point, the valve did not adjust, dr tried several times with two programmers, valve could not adjust still. Dr has decided to implant another shunt as the current shunt in the patient is not adjustable.